Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal control module stopped working. An alternate device was employed for the procedure. No other details regarding the nature of the event were provided. There were not reported adverse consequences to a patient as a result of this event.